Manufacturer narrative:
H.6. Investigation: samples were received and an investigation was performed. Thirteen open 32g x 4mm pen needle samples and seven photos were returned from lot. No¿s. 7236653, 8100760, 8072971, 8100759 and 8227636. Visual examination was carried out on the returned samples and the following was observed: lot. No. 7236653 a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on two samples. Lot. No. 8100760 a bent non patient end of cannula was observed on all four samples. Lot. No. 8072971 a bent non patient end of cannula was observed on two samples. Lot. No. 8100759 a bent non patient end of cannula was observed on two samples and a broken non patient end of cannula was observed on one sample. Lot. No. 8227636 a bent non patient end of cannula was observed on one sample. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It has been reported that the bd micro fine plus¿ insulin pen needle has been found experiencing 13 occurrences of difficulty functioning during use. The following has been provided by the initial reporter: customer couldn't attached the pen needle to the pen.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 7236653. Medical device expiration date: 2022-08-31. Device manufacture date: 2017-08-24. Medical device lot #: 8100760. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-04-10. Medical device lot #: 8072971. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-03-13. Medical device lot #: 8100759. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-04-10. Medical device lot #: 8227636. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-08-15. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd micro fine plus¿ insulin pen needle has been found experiencing 13 occurrences of difficulty functioning during use. The following has been provided by the initial reporter: customer couldn't attached the pen needle to the pen.